Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a cadd administration set, under infused the drug vancomycin. Per reporter volume was 555 stop volume na, measured volume 60 and the calculated under infusion was 15 percent. No adverse patient effects were reported. No additional information is available at this time.